Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect front panel membrane was returned. The reported malfunction was not verified. Zoll received information indicating the replacement of the front panel membrane corrected the reported malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device did not intermittently respond to the charge button. Complainant indicated that there was no patient involvement in the reported malfunction.